Event description:
It was reported that during a routine device change out, it was noted that there had been a ventricular polarity switch. The impedance had ranged from normal to high to undefined. Noise was suspected, and there was no sensing when programmed unipolar. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a ventricular lead warning with a lifetime maximum impedance of 3,980 ohms. The current impedance average of 662 ohms is within a normal range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.